Event description:
A surgeon reported that a male developed clear, non-corpuscular, liquid serum secretion from the wound in 2007 which delayed removal of the sutures. The pt received 1 unit of osigraft (op-1 implant) on an unknown date for an unspecified spine surgery. Treatment included cefamezin. The surgeon does not know if the events were related to osigraft (op-1 implant). The surgeon reported this case to the foreign authorities on 03 september, 2007. Despite the nonserious nature of this case, it was decided to submit it in an expedited manner. Additional information has been requested.